Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4) northridge site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump display was blank. Customer blood glucose at the time of incident was 137 mg/dl. Troubleshooting was performed. Customer mentioned the cause of the blank display is battery longevity. The insulin pump will not be returned for analysis.